Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a big difference between the blood glucose readings versus sensor glucose readings. Customer stated that his blood glucose reading was 191 mg/dl and the sensor was reading 124 mg/dl. It was noted that the customer noticed differences of up to 50 percent. No further information reported.